Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
Additional information received indicated that patient complaint of chest pain with inspiration and discomfort. A CT scan was performed and a small pericardial effusion was found. Possible perforation was also noted. The patient was stable post-procedure.

Event description:
It was reported that the asymptomatic patient presented in-clinic 2 weeks post-implant, when a decrease in pacing lead impedance with no capture was observed. A decrease in r-wave sensing was also observed. Subsequently, the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.